Event description:
One sample of ivenix administration set was returned for evaluation. No defects were observed during visual inspection. The gold foil corresponded to the specific code set-0032-25. During evaluation, the primary line infusion was tested with a set rate of 0.5 ml/hr and set volume of 0.1 ml. The primary bolus prime process passed successfully. Secondary line infusion was tested with a set rate of 1000 ml/hr and set volume of 10 ml, and secondary line was connected to a saline solution bag. Alarm "occlusion upstream" was observed in the ivenix lvp display. It was not possible to complete the priming process, and it did not pass successfully. A flow test was performed to verify the occlusion. The flow rate was 2 l/min which means that the flow is out of tolerance. Under the microscope, an excess of seal (excess of welding) was observed between the pump side and the middle cassette. The customer complaint is confirmed. The following potential root causes have been identified: 1) an upstream occlusion alarm is triggered when the lvp cannot fill the ipc (pumping chamber) of the administration set due to the inlet tubing of the set being kinked or the slide clamp being actuated on the tubing, 2) small syringes can sometimes cause this to trigger when infusing from the secondary access port (through the secondary lav), 3) spike was not inserted correctly into the solution bag, 4) excessive welding used to join internal components of the cassette. If an administration set triggers this alarm without the tubing being kinked/clamped or without infusing through a small syringe (5 cc), there could be an issue with the administration set that needs to be investigated. The current process controls detection include 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection related to kinks during the manufacturing process and final physical inspections.

Event description:
The following has been reported: nurse reported: "repeated upstream occlusion alarms and there was no tubing folding and clamp was open. 2 different pumps tried, secondary tubing changed out. ." Injury/adverse reaction: no. Active infusion stoppage: no. A preliminary review identified the following issue: unresolved occlusion alarms an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.